Event description:
A 24mm diameter x 14mm x 16.5 length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. The pt's aneurysm sizing and vessel morphology are unknown. It is reported that the physician had difficulty deploying the stent graft, however, the stent graft was successfully deployed. The nature of the difficulty in deployment of the stent graft is unknown at this time. It is reported that the pt is doing fine and there is no add'l clinical sequelae reported relative to the event. Further info from the user facility regarding this event is pending.